Event description:
Clinical study. Same case as 6000093-2007-00186. It was reported that 215 days after a coronary drug eluting stenting treatment procedure the pt experienced in-stent restenosis. The lesion being treated was located in the proximal right coronary artery (prox rca). The physician treated the lesion with successful placement of two taxus express2 (3.5x28mm & 3.0x12mm) study stents. There were no reported complications. The pt returned 215 days from the initial procedure with complaints of exertional angina. Repeat angiography revealed in-stent restenosis of the taxus stents and restenosis and total occlusion of non bsci stents. Coronary artery bypass grafting was performed. Pt had a smooth operative course, smooth rehabilitation and discharged 37 days later. Add'l info has been requested but is not available at this time.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.